Event description:
A "scan again in 10 minutes" message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain readings. As a result, the customer experienced loss of consciousness and was unable to self-treat, requiring unknown treatment administered by a nurse. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported sensor has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state state 3 (indicating the sensor was paired within the last 14 days). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) and poise voltage testing were performed and all results were within specification. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. The available tripped trend reports were reviewed for libre sensor and perception code for the last year. The review identified a tripped trend for this perception code. This tripped trend was addressed in the tracking, trending review meeting, and investigated. The investigation concluded that the tripped trend was not correlated with a product nonconformance. Trends are regularly monitored and investigated when exceeding established thresholds to evaluate for causes associated with the product. The device history record has been reviewed for the reported serial number. The serial number as reported by the customer (3mh00y7nlyd) was manufactured after the medical event date. Sensor kit manufacturing date is 23rd dec 2023 and the medical event date is 24th nov 2023. It is not possible that the reported serial number could have been processed to a finished kit and shipped to a customer. This search invalidates the serial number listed in the complaint. If the correct product is returned, a physical investigation will be performed, and a follow-up report submitted. This serves as a correction report. Section h11 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "scan again in 10 minutes" message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain readings. As a result, the customer experienced loss of consciousness and was unable to self-treat, requiring unknown treatment administered by a nurse. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been returned and is currently in the process of investigation. A follow-up report will be submitted once investigation has been completed. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported sensor has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 3 (indicating the sensor was paired within the last 14 days). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) and poise voltage testing were performed and all results were within specification. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. The available tripped trend reports were reviewed for libre sensor and perception code for the last year. The review identified a tripped trend for this perception code. This tripped trend was addressed in the tracking, trending review meeting, and investigated. The investigation concluded that the tripped trend was not correlated with a product nonconformance. Trends are regularly monitored and investigated when exceeding established thresholds to evaluate for causes associated with the product. The device history record has been reviewed for the reported serial number. The serial number as reported by the customer ((B)(6)) was manufactured after the medical event date. Sensor kit manufacturing date is 23rd dec 2023 and the medical event date is 24th nov 2023. It is not possible that the reported serial number could have been processed to a finished kit and shipped to a customer. This search invalidates the serial number listed in the complaint. If the correct product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "scan again in 10 minutes" message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain readings. As a result, the customer experienced loss of consciousness and was unable to self-treat, requiring unknown treatment administered by a nurse. No further information was provided. There was no report of death or permanent injury associated with this event.